Event description:
An autotome was used for therapeutic purpose. During the procedure, the cutting wire broke. There was no complications or intervention reported with this event. It should be noted that the generator was set at 120 watts.